Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. The customer had not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported prior to use that after powering on, the cardiosave intra-aortic balloon pump (iabp) displays the maquet logo on the screen, which cannot be bypassed, and a continuous alarm is emitted, rendering the device unusable. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.